Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: a serious incidence has been detected in a unit with the haemogram tubes.when the tube is inserted into the fume hood, the cap is separated from the tube and the tube is projected with the resulting splatter and biological risk.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: a serious incidence has been detected in a unit with the haemogram tubes.when the tube is inserted into the fume hood, the cap is separated from the tube and the tube is projected with the resulting splatter and biological risk.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/31/2021. H.6. Investigation: bd received 200 samples for investigation. 24 samples were evaluated by functional testing and the indicated failure mode for closure separation with the incident lot was not observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.